Event description:
It was reported that gradual increases in impedance and capture threshold were observed on the right ventricular lead, no patient symptoms were reported. Noise and sensing changes were not noted. The patient would continue to be monitored.